Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window.

Event description:
It was reported via company representative that the insulin pump has an unresponsive keypad. The blood glucose reading was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.